Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
A 2.75 x 33mm cypher stent failed to cross the target lesion. There was no pt injury reported. Upon receipt of the product, a secondary failure was noted. The proximal end of the stent was flared.